Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2019 with blood glucose level of 348 mg/dl at the time of hospitalization and the blood glucose level at the time of incident was above 600 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin drip and lantus during hospitalization. Customer stated that the drive support cap was sticking out. Customer also stated that the insulin pump forces compromised sensor alarm. The customer stated that the symptoms related to high blood glucose such as dehydration, fever and vomiting. Customer was unable to complete carelink upload. The insulin pump will be returned for analysis.